Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorder. It was reported the stimulator was helping with their tremor, however, it was not helping with their writing. The setting they were on was not working. They attempted to change the settings but they couldn't and now it was all messed up. The patient had it on b and also in the past it had been on d. Today, they fiddled around and got it on a and the a made them dizzy and they almost passed out. The patient wanted assistance to get to b or d. The patient also reported that they turn their stimulation off every night and then back on every morning and when they turn it back on in the morning, they get a feeling that goes through their arm that they've gotten used to but they didn't like the feeling of a. The patient was on a 2.60v. The patient didn't used to use an antenna but found that she had one today and used it successfully. The patient was able to successfully activate b at 3.60. They were unable to find group d. Troubleshooting resolved the issue. No further complications were reported as a result of this event.